Event description:
It was reported that the customer's insulin pump does not alarm while performing the high pressure test. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump passed self-test and displacement test, no alarms noted during testing. The device had minor scratches on lcd window, cracked battery tube threads, and cracked belt clip slot.